Event description:
A breast biopsy was performed using the intact breast lesion excision system (formerly the en-bloc system) in 2008. The pt is a woman with dense breast tissue. The depth setting on the fischer stereotactic table was 142mm and the white collar where the vacuum holes reside was said to be underneath the skin. A good specimen was acquired during the capture, however, a skin burn was noted at the incision site. The wound was not treated. The pt returned in the next day, and the skin around the incision had "turned black". Add'l follow-up 2 days later, revealed that "the incision was healing and the area surrounding the incision site believed to be a burn was looking much better." The pt's diagnosis was benign. No further follow-up is expected.

Manufacturer narrative:
"Other" - device could not be evaluated as product was not returned to intact medical for examination and testing.